Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation revealed use residue within the catheter and a split was observed in the extension tubing just within the luer connector hub. A functional test of flushing the catheter with water using a 12 ml syringe was performed. A leak just distal to the luer hub confirmed the split location. A microscopic observation revealed the fracture surfaces of the split were flat but rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the split observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "we had a patient come in this morning with a defect in his PICC lumen. It was leaking saline and pulling air on the external lumen where it meets the hub where you connect the needle free connector. PICC was inserted by our team on (B)(6) 2025. The patient's wife noticed leaking from the external lumen on friday on (B)(6) and came to ER. Patient was sent home and returned this am to be assessed by us. We deferred to ir for exchange over wire for new PICC. There was a clear needleless connector attached to the PICC, the connection was not loose of the needleless connector and hub. No harm to patient that I am aware of." No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.